Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked j2/lcd keypad connector noted.

Event description:
The customer's father reported via phone call that the insulin pump buttons were unresponsive. The customer's blood glucose level was 160 mg/dl. Troubleshooting was assisted. The device will be returned for analysis.